Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable defibrillator had a monitoring voltage of 2.73 volts and charge time of 18.2 seconds in (B)(6) 2010. In (B)(6) 2010, this device had declared the battery status end of life (eol) with a monitoring voltage of 2.66 volts and charge time of 34 seconds. Boston scientific technical services was contacted whom discussed that a charge time greater than 30 seconds is not normal device behavior and reviewed therapy availability. It was recommended to replace this device as soon as possible, which was scheduled. No adverse patient effects reported.